Manufacturer narrative:
B5: additional information was received reporting "baxter fst verified the battery was causing the improper shutdown. Wireless battery modules were either cleaned and placed back in service and or removed." No additional information is available. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module had improper shutdown. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.